Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range impedance measurements for a couple of years. Technical services (ts) was consulted and reviewed reprogramming and evaluation options. This rv lead remains in service. No adverse patient effects were reported.